Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated and it was suspected that the ipg was no longer functioning. The ipg remains in use. No patient complications have been reported as a result of this event.